Manufacturer narrative:
Report of historical event. The event occured between (B)(6) 2010 and (B)(6) 2013 when (B)(4) was not listed against a manufacturer. Matortho is making this report to cover this period when the device wsa not available in the USA for commercial reasons. Device not returned for evaluation.

Event description:
Eyelash noticed attached to implant when opened.